Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device with sheath sizes of 9f and 16f after an endovascular aneurysm repair (evar) procedure. Reportedly, the operator did not succeed in pulling out the needles as they got stuck in the patient. After some attempts to remove, the device was removed. Another prostar xl was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the needles were visible inside the hub, but could not be grasped. The needles were very difficult to back down into the barrel. There was resistance in removing the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles were successfully deployed during returned device analysis. The reported resistance removing the device and backing down the needles could not be replicated in a testing environment. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.